Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced acute postoperative pain, cystitis and constipation. Medication was prescribed and the cystitis and constipation, were resolved. No additional patient complications were reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was brought by ambulance to the emergency room complaining of abdominal pain, nausea, dysuria, and fever. Nausea, considered a sequela of the pain, and dysuria were both treated with medication a computed tomography (CT) scan of the abdomen and pelvis showed extensive postsurgical changes throughout the scrotum, including gas, fluid, and blood product tracking. Five days later, the patient presented to the emergency room with severe groin pain and testicular swelling. Physical examination revealed diffuse ecchymosis extending to the suprapubic region, scrotal enlargement to the size of a grapefruit, and significant pain with any manipulation. A repeat CT scan showed slightly decreased multiple small locules of gas throughout the bilateral inguinal canals and a similarly diffusely edematous scrotum with scattered small amounts of blood products, without abscess formation. It was also noted that the patient had discomfort operating the pump button and expressed interest in changing to a malleable implant. Two weeks later, a surgical intervention was performed to remove the ipp and implant a malleable device, along with concurrent closure of a urethrocutaneous fistula. No additional patient complications were reported.

Manufacturer narrative:
Correction to field h6: patient codes. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risks associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Concomitant product UDI for reservoir is (B)(4). Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information updated: b2: outcomes attrib to adv event. B5: describe event/problem. D6b: explant date. H6: impact codes. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risks associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Concomitant product UDI for reservoir is (B)(4). Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced acute postoperative pain, cystitis, constipation dysuria and nausea. Medication was prescribed and the cystitis and constipation, were resolved. It was later reported that ipp was removed and replaced with a malleable device, and the event of postoperative pain was resolved. There were no additional patient complications.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced acute postoperative pain, cystitis, constipation dysuria and nausea. Medication was prescribed and the cystitis and constipation, were resolved. No additional patient complications were reported.

Manufacturer narrative:
Additional information updated: b2: outcomes attrib to adv event. H6: patient codes. Concomitant product UDI for reservoir is (B)(4). Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information updated: b5: describe event/problem h6: patient codes. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risks associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Concomitant product UDI for reservoir is (B)(4). Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was brought by ambulance to the emergency room complaining of abdominal pain, nausea, dysuria, and fever. Nausea, considered a sequela of the pain, and dysuria were both treated with medication a computed tomography (CT) scan of the abdomen and pelvis showed extensive postsurgical changes throughout the scrotum, including gas, fluid, and blood product tracking. Five days later, the patient presented to the emergency room with severe groin pain and testicular swelling. Physical examination revealed diffuse ecchymosis extending to the suprapubic region, scrotal enlargement to the size of a grapefruit, and significant pain with any manipulation. A repeat CT scan showed slightly decreased multiple small locules of gas throughout the bilateral inguinal canals and a similarly diffusely edematous scrotum with scattered small amounts of blood products, without abscess formation. It was also noted that the patient had discomfort operating the pump button and expressed interest in changing to a malleable implant. Two weeks later, a surgical intervention was performed to remove the ipp and implant a malleable device, along with concurrent closure of a urethrocutaneous fistula. No additional patient complications were reported.